Manufacturer narrative:
Additional information: (B)(4). All investigations were completed during the reporting period. No product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 13 malfunction events. The event was related to dc-suction loss during laser fire. There were no patient injuries reported associated to the events.